Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. A visual inspection was performed on the returned reader and observed to have a cracked casing. Downloaded reader¿s log and observed readings in the reader. Issue is not an out-of-box failure. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the freestyle libre reader. It was reported the "screen becomes blue" and the customer was unable to obtain readings. As a result, customer experienced fatigue, seizure, and loss of consciousness and was taken to a hospital where he was admitted and treated with bread and jam. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the freestyle libre reader. It was reported the "screen becomes blue" and the customer was unable to obtain readings. As a result, customer experienced fatigue, seizure, and loss of consciousness and was taken to a hospital where he was admitted and treated with bread and jam. There was no report of death or permanent injury associated with this event.